Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device caused burn injury to the surgeon. The surgeon was activating the pencil against a metal suction to produce a spraying arc on the liver of the patient. It then arced back and burned the surgeons¿ hand. There was no patient injury reported but the doctor suffered a first degree burn and he used ointment to treat himself. A new pencil was open and used with the same generator and it worked fine.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The surgeon was activating the pencil against a metal suction to produce a spraying arc on the liver of the patient. It then arced back and burned the surgeons¿ hand. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into a generator. The device was activated five times in all three modes and all five slider positions with no anomalies noted. The device passed hipot testing. The investigation found the device to function normally and within specifications. The IFU states, some surgeons may elect to "buzz the hemostat" during surgical procedures. It is not recommended, and the hazards of such a practice probably cannot be eliminated. Burns to the surgeon's hands may result. To minimize the risk, take these precautions: activate cut rather than coag, cut has a lower voltage than coag. Use the lowest power setting possible for the minimum time necessary to achieve hemostasis. Activate the generator after the accessory makes contact with the hemostat. Firmly grasp as much of the hemostat as possible before activating the generator. This disperses the current over a larger area and minimizes the current concentration at the fingertips. "Buzz the hemostat" below hand level (as close as possible to the patient) to reduce the opportunity for current to follow alternate paths through the surgeon's hands. When using a coated or nonstick blade electrode, place the edge of the electrode against the hemostat or other metal instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device caused burn injury to the surgeon. The surgeon was activating the pencil against a metal suction to produce a spraying arc on the liver of the patient. It then arced back and burned the surgeons¿ hand. There was no patient injury reported but the doctor suffered a first degree burn and he used ointment to treat himself. A new pencil was open and used with the same generator and it worked fine.